Event description:
Customer reported system will only intermittently power up. Not pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. System operates as intended.